Manufacturer narrative:
Collecting additional information regarding the meter and complaint was unsuccessful. An investigation into the root cause of the reported issue is anticipated but has not yet begun. A supplemental report will be submitted upon completion of the investigation.

Event description:
Customer reported delayed transmission of results to epic. Statstrip glucose meter repeatedly sending the same results to hospital transmission software thus preventing other results from transmitting to the patients' charts.customer reports experiencing patient care issues due to the delay.

Manufacturer narrative:
Multiple attempts to obtain additional information from the customer were unsuccessful. Review of a device history record was unable to be completed as the customer did not report the meter serial number. Nir 6047 was initiated by nova biomedical to further investigate this issue. The issue was confirmed to be a potential logic error that could fail to set the archive flag on a sample after it was transmitted, causing the issue of repeated transmissions of the same sample. The software team updated the logic to ensure that results are securely marked as archived before they are sent. Additional validation checks have been introduced to ensure archive states are consistently applied to the results, and a new safeguard prevents duplicate messages. It is advised by the team that meters should be upgraded to the v1.3.14.13 software. No further action is recommended at this time. Nova will continue to monitor for this or similar events.

Event description:
The consumer reported delayed transmissions of results to epic. Statstrip glucose meter repeatedly sending the same results to the hospital transmission software, thus preventing other results from transmitting to the patient's chart. Customer reported experiencing patient care issues due to the delay.